Event description:
The user facility reported that during a patient procedure, while user facility personnel were raising the steris 4095 surgical table, the base of the table lifted off the ground. At the time of the event, the patient was positioned at the head end of the table. The procedure was completed successfully. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and was able to duplicate the event. The table and the patient were not centered while the user facility personnel attempted to raise the table which may have caused the reported event. The steris 4095 surgical table operator manual states, "warning - personal injury and/or equipment damage hazard - with patient in normal or reverse orientation, surgical table in trendelenburg and slide at head limit, center tabletop before attempting to raise table to level or move into reverse trendelenburg." The technician tested the table, confirmed it to be operating according to specification, and returned it to service. The technician counseled user facility personnel on the proper use and operation of the steris 4095 surgical table, specifically on correct positioning prior to raising the table. No additional issues have been reported.